Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? The orange indicator was in the green field prior to firing. Did the device staple? Yes, but hardly. Was the staple line complete? No. Were there any staples missing from the staple line? Na. What was the shape of the deployed staples (b-formation, irregular, legs straight)? They didn¿t notice any irregular staples. How was the procedure completed? The surgeon needed to put additional sutures stitches.

Event description:
It was reported that during a gynecology operation, the surgeon had used the device. At the moment when he had to fire, the stapler blocked and he needed to use extra strength to hear some audible and tactile feedback that indicated the firing sequence was finished. But when he opened the stapler, process was not complete, since they didn¿t get full circle of donuts. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.